Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the infusion connector is not connected to the infusion set and the fluid cannot be discharged. Check that the infusion set is normal. After replacing the connector, the fluid still cannot be discharged. Additional information received by the customer: the joint has been discarded and cannot be returned, and no pictures and videos have been kept before and after the incident. The complaint occurred during the connection of the infusion, the connection of the infusion set found that the liquid was not dissipated, and the drug was not instilled, and the infusion connector was still not discarded, and the infusion connector was removed, the infusion set was discharged smoothly, and the infusion set was a volt screw infusion set, according to the clinical department's recollection, there were no cracks or leakage on the surface of the infusion connector, the infusion set was connected with the screw mouth, and the infusion set was not discharged, and finally the infusion connector was discarded, and the infusion set was directly connected to the indwelling needle to complete the infusion.

Manufacturer narrative:
Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated: ¿the infusion connector is connected to the infusion device, but the fluid is not flowing smoothly¿. The product in use at the time is reported to be a 2000e china from lot 22035953. Further information from the customer has stated that the reported defect was identified during the connection for infusion. When the infusion set was connected, it was found that the fluid did not flow, and no drug infusion was performed. After replacing the infusion connector, the fluid still did not flow. And the infusion set was a volt screw-mouth infusion set. Moreover, customer has confirmed that there were no cracks or leakage on the surface of the infusion connector. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22035953 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. It was however also noted that the expiry date of lot 22035953 was mar 2025. A definitive root cause for the customer's experience could not be determined in this instance, however as the product had expired approximately two months prior to the smartsite being clinically used, it is unlikely that a manufacturing defect may have contributed to the customer's experience. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.